Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an alarm was heard and confirmed by telemetry. A critical alarm was occurring due to zero ml reservoir volume reached. The pump went dry on (B)(6) 2013. The patient let the pump run out and they will probably put saline in the pump. It was unknown why the patient was no longer using the therapy. The device system was used to deliver hydromorphone, bupivacaine and baclofen. It was later reported that the patient had withdrawal. The withdrawal was not as bad as the drug holiday before the pump implant. The pump was filled with saline. It was noted that the pump was fine.